Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an issue with software version 2.05 installed on the cobas e 411 immunoassay analyzer. The customer alleged that incorrect patient results were transferred to the laboratory information system (lis). The incorrect results were not reported outside of the laboratory. The customer provided examples from 3 unique sample ids. Refer to attached data for the results associated with each ID. The software was updated from version 2.05 to 2.06, however the customer still experienced the issue. There was no allegation that an adverse event occurred. Investigations are ongoing.

Manufacturer narrative:
The initial screen shot data provided by the customer was not found during a review of the communication trace file provided for review. The communication trace file shows that at the same time as the test selection request from the host was sent to the analyzer, another sample (ID 180200100427) with the same tests was also sent to the host. The results from this ID correspond to the results in the screen shot data provided by the customer. The manufacturer identified an issue with software on the e411 analyzer where this type of mix-up can occur if the database is not cleaned on a daily basis prior to starting the routine. A workaround has been provided to the customer. Customers should regularly clear sample data on the instrument to avoid this occurrence. The software malfunction has been corrected with version 2.07 released in nov-2017. The new software version released in nov-2017 will prevent samples from being ordered and run on the e411 analyzer when the sample and control data file is full. Customers have been instructed to update their software to the new version.

Manufacturer narrative:
Serial number was updated.